Event description:
It was reported, following a revision in 2008, due to dehiscence, the patient's new pump site also began to breakdown. Cultures were done of the pump and pocket site but the results were not available. The decision was made to completely remove the entire device system. The patient is very thin. The pump was used to deliver lioresal. The patient is now being managed with oral medications. The patient has not been seen by the hcp since the removal of the device system. See MFR report # 3004209178-2008-04624.